Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top case was cracked at front right corner. Error history log review found a "travel reverse error - check clutch/plunger lever" error. The root cause of the reported issue was found to be worn clutch halves, clutch spring, and lead screw as a result of normal use / wear. The pump was over 5 years old. Actions were taken to mitigate the reported issue: replaced lead screw, clutch spring, and both clutch halves due to worn parts.

Event description:
It was reported that the pump had travel reverse error. No patient injury was reported.